Event description:
It was reported intermittently that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the increased basal, customer's blood glucose (bg) level lowered to the 40s mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.